Event description:
It was reported that the patient arrived to their visit, and their spouse stated that they changed out the patient's system controller with the backup system controller at home. The switch took place on (B)(6) 2024. Log files were submitted for review and the event log captured mainly routine events but noted on (B)(6) 2024 at 15:58 a low voltage hazard/no external power event while using the mobile power unit (mpu). It appeared the mpu lost total power, enabling the emergency backup battery in the system controller. The event lasted about 13 seconds and then the driveline was disconnected for the system controller exchange. No issues were seen with the primary system controller that was exchanged. The spouse mentioned power lost, but it is unknown how long power was lost. The backup system controller is now the primary system controller, and the exchanged one is now the backup.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: medical device problem code corrected manufacturer¿s investigation conclusion: the reported event of a system controller exchange was confirmed via log file analysis. Data from the reported event date of 13oct2024 was reviewed. No external power alarms activated at 15:58 due to a loss of power to the mobile power unit (mpu), which is addressed by the mpu investigation. At 16:02, the driveline was disconnected from the controller. There was no indication of an issue with the system controller. The controller was able to support the system as intended while the driveline was connected. There were no other notable events captured in the log file. Provided information indicated that the controller was exchanged in response to the loss of external power, and that the event system controller is now the patient¿s backup controller. Attempts were made to obtain additional event information, but no response was received. No product was returned for analysis. The root cause for the system controller exchange was determined to be user error in exchanging the controller in response to a loss of external power. The device history records were reviewed and showed no deviation from manufacturing or qa specifications. The heartmate 3 patient handbook (rev g - section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use (rev. G) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. G) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.